Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, interrogation of the device via rf transmitter was not possible. Technical support was contacted and the event was resolved with a firmware download. The patient was in stable condition.